Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-2352-70 serial # (B)(4) description: linear 3-4 lead, 70cm it is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's leads were replaced due to loss of stimulation. High impedances were noted on the lead. The physician suspected malfunction.